Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was 261 mg/dl. Troubleshooting was performed and noticed that the type of fluid was insulin. The customer assisted with performing a self test and test complete did not show. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.